Event description:
Customer reported a call to the paramedics. Customer had treated high blood glucose with bolus and went to sleep. The paramedics were reviving her when she was awaken. The incident had happened several years ago. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.